Manufacturer narrative:
Electrode belt sn (B)(4) was returned in a biohazard condition and cannot be tested at this time. Review of the patient flag files does not indicate any device malfunction that would cause or contribute to the patient's irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a burn-like open irritation or bed sore on her back, under the rear therapy electrodes. The irritation had reportedly become infected. The patient's equipment was reportedly wet with some form of unknown residue and was reported to be very dirty. The patient was taken to the hospital for the irritations. Follow-up attempts were unsuccessful, and it is unknown what medical intervention was provided to the patient at the hospital. The patient's medical outcome is unknown. The patient's electrode belt was returned for evaluation, however could not yet be evaluated due to the biohazard condition that it was returned in.